Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The device was returned with the tip broken off which measured 16m in length. The device was eval with an esg-400, and an usg-400. The u509 error code was observed during probe check which was attributed to the broken probe. The teflon pad was slightly melted at the distal end. The jaw and probe fit fine. The wiper movement and the open/close consistency movement of the jaw was stuck due to tissue buildup. The handle load and the rotation knob torque were normal. The seal/seal and cut switches were functioning properly. The device had been forwarded to the original equipment MFR (OEM) for further eval. Please also cross reference 8010047-2013-00216.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the first handpiece sparked and the sys generated an alarm. A different but similar handpiece was subsequently utilized which produced a probe damage error. The handpiece was used again after it passed the probe check and the tip of the handpiece broke off and displayed an "u509" error code. The intended procedure was completed with a bipolar shears. There was no pt harm reported. Olympus followed-up to obtain additional info regarding this report. The first handpiece sparked while the device was inside the pt and it was replaced. During the amputation of cervix, the second handpiece displayed probe damage error twice and passed the probe check both times. As the users continued with the amputation, an "u509" error code reportedly displayed and the handpiece was removed for inspection again. Upon feeling the probe, the handpiece broke. The intended procedure was completed using monopolar scissors and a lyons dissecting forceps. The pt reportedly was released following the procedure.